Event description:
The facility reports the resident was on the trolley. The caregiver rolled the resident onto her side to place a sling underneath for transfer. While the resident was resting on the rail, the weld broke. The resident rolled onto the floor, falling twenty-six (26) inches onto the wall and then the carpeted floor. The resident sustained a bruise on the chin and a rug burn on the forehead.

Manufacturer narrative:
An arjo investigator examined the device and found black tape around the top rails. The top pad was soiled, but there were no cracks. There was rust on several exposed screws. The castors rolled acceptably, and the hydraulics worked fine. The weld on the rail was broken. The device was not up to manufacturer specifications. It was stated in the report from the site that the resident was resting on the rail. The operating and product care instructions state the resident should be lying/sitting in the middle of the stretcher. The product was also in need of a service/technical check for quite some time. The product is 14 years old and, though no specific expected lifetime is stated in the 1993 user manual, the manual does state that the lifetime is dependent on sufficient maintenance. The section on maintenance in the manual instructs users to check weekly for damages. The manufacturer concludes the event occurred as a result of a lack of maintenance and operator error. The manufacturer recommends retraining appropriate personnel in accordance with the requirements in the operating instructions. All damaged and worn parts must be replaced as well.